Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with the pump earlier showing 105 units instead of the caller's expected 200 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the issue, explaining that the discrepancy can occur due to a large variance in measured pressures, and once the insulin amount matches the static number, the pump's fill estimate will resume normal countdown. The caller acknowledged and understood this explanation.